Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead revealed noise resulting in oversensing. The noise could be reproduced without further oversensing. A memory download was provided to technical services for their review. The patient with this lead is scheduled for a device replacement procedure in the near future. During this same procedure, this lead may be revised. A review of the memory determined there may have been pacing inhibition resulting in asystole greater than two seconds. It was thought there may be insulation damage or reprogramming the sensitivity may resolve the issue. Further lead integrity testing was recommended. No adverse patient effects were reported.

Event description:
Additional information was obtained. One month later, a revision procedure was performed. This lead was surgically abandoned and replaced. No patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.